Event description:
Information received from the field does not address the patient's clinical status but notes a loss of sensing. Alsoreported was that when pacing in both chambers was programmed to bipolar, the device stopped pacing. The sensing for proper function.~~~~~~~